Manufacturer narrative:
Device unique identifier (UDI) # (B)(4). Approximate age of device ¿ 8 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient was found expired at home on (B)(6) 2016. The cause of death is unknown and the family did not want an autopsy performed. There were no device issues suspected. Prior to expiration, the patient was reportedly doing well at home. It is thought by the vad coordinator that the patient may have experienced a brain bleed. No further information was provided.

Manufacturer narrative:
A correlation between the device and the reported death could not be conclusively determined. Stroke, bleeding and death are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.